Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the laser cut filter. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the mechanical base plate corroded, the electrical pin connector corroded, the lg connector corroded, the ccd drive pcb malfunction, the segment steel braid rupture, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).